Event description:
It was reported that at the end of the procedure a "burning smell" was coming from the laser. Customer was connected with technical support to trouble shoot the issue, and it was recommended to have the laser serviced. The procedure was completed with the laser. No injury to pt.